Event description:
It was reported that the patient with this artificial urinary sphincter experienced urethral atrophy. A revision surgery was performed to remove the cuff and implant a new one in a different location. There were no further patient complications reported.